Event description:
Narrative from staff: during a laparoscopic gyn case, the first ligasure device did not work, item retractable l-hook laparoscopic sealer/divider. All troubleshooting was done and the device never worked. A new ligasure was opened and worked after unplugging and plugging the device in multiple times.